Manufacturer narrative:
Revascularization of the target lesion was attempted, however was deemed unsuccessful. Further treatment is required. This is being reported as a follow-up to the clinical study. Availability to enter this information in the report is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon, paclitaxel drug, 1.3 mg, therapy date: (B)(6) 2015, adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries, lot #: 15c0950401, expiration date: 09/14/2015. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure to treat a 30 mm, 99% stenotic denovo lesion in the right distal sfa. The patient was randomized to the paclitaxel balloon. The lesion was predilated with a 4 x 40 mm balloon and inflated to 12 atm with a residual 65% stenosis. A 5 x 40 mm stellarex balloon was inflated to 12 atm for 2 minutes, resulting in a residual 20% stenosis. On (B)(6) 2015, the patient developed a pseudoaneurysm (psa) in the right groin, requiring surgical intervention to suture the artery. The patient remained hospitalized until the psa was considered resolved on (B)(6) 2015. On (B)(6) 2017, a restenosis of the target lesion was noted. The physician stated that relationship to procedure was highly probable and relationship to study device was possible. On (B)(6) 2017, the patient was admitted for a planned endovascular revascularization of the target lesion. The planned procedure was unsuccessful as the artery could not be cannulized. The target lesion remains occluded. The physician has indicated that this event is highly probably related to the procedure and possibly related to the study device. Further conservative treatment is planned and the patient was discharged on (B)(6) 2017.